Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to fluid loss. No information about the patient outcome is available at the moment.